Event description:
It was reported during device preparation that the implantable cardioverter defibrillator (ICD) was unable to be programmed. The device could not be interrogated through inductive means. The device was not used. There was no patient involvement.

Manufacturer narrative:
Customer complaints of failure to interrogate and inability to program were confirmed. Device was received with no telemetry and no output. Device image could not be saved due to loss of telemetry. Device was cut open to enable further testing, no anomalies were noted from visual inspection. The devices battery was disconnected and then re-connected to reset the device power. After battery power was re-connected, telemetry and device output were re-established and recovered. Additional testing was performed to verify the devices functionality, and did not find any anomalies. After extensive testing reported condition could not be reproduced. Longevity assessment was also performed and device was at normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction to h6 to include problem identified before clinical use.